Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)# (B)(6).

Event description:
The customer complained of questionable dbili direct bilirubin and bilt3 bilirubin total gen.3 results for 1 patient sample tested on a cobas 6000 c (501) module. Of the data provided a reportable malfunction was provided for bilt3. The original bilt3 result was 0.2 mg/dl. The same sample was retested twice with results of 19.1 mg/dl and 19.5 mg/dl, both with a data flag. The erroneous result was reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. On (B)(6) 2018 a new sample was collected from the patient and a bilt3 result of 17 mg/dl was obtained. The customer believed this result correlated with the bilt3 repeat result of 19.1 mg/dl. The customer stated that around the time of event there were no issues with the analyzer, qc, or any other patient samples or tests. The bilt3 reagent lot was 31189201 with an expiration date of 31-mar-2019. The patient sample tube was of low volume and the patient sample was pipetted off into a hitachi microcup. The field engineering specialist checked the rinse volume, the mechanical adjustments, and the pump pressure. He checked and verified the historical qc results. He ran precision testing for multiple tests, including bilt3, with acceptable results. He verified the system was operational. The investigation is currently ongoing.